Manufacturer narrative:
Thirty samples from lot 6057817 were evaluated for sleeve leakage with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6057817. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that while collecting blood with the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter the back end adapter from the needle was exposed. This sleeve leakage cause blood to leak on the patient's and phlebotomist's clothing but no exposure to mucous membranes. The phlebotomist did have to change her scrubs afterwards. No medical attention was needed for either patient or phlebotomist.